Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider screw broke off on left side and cylinder will not hold compression on left side.